Event description:
Device #2 malfunction: suture break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unknown procedure. Reportedly, after retracting the needle plunger the suture detached from the link. The device was removed and a second proglide was used with the same results. Manual compression was applied to achieve hemostasis. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report. Device #1 proglide, part# 12673-03, lot# 68015-6h, is being filed under medwatch manufacturer report number: 2953144-2008-01664.